Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with failure to interrogate. The ICD was explanted and replaced in a procedure on 21 apr 2023. The patient was stable.

Manufacturer narrative:
The reported event of communication anomaly was confirmed. The cause of communication anomaly was due to a high current draw in the hybrid. The cause of high current was due to a damage to several components in the hybrid. The cause of the damage to components could not be conclusively determined.